Manufacturer narrative:
Device was received with an unresponsive keypad due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the numbers were not ramping on their own. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer stated that there was no response from any button. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.